Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: a physical sample was not returned for evaluation but a video provided shows the operator pulling the guidewire out from the delivery system with some difficulty and the inner catheter protruding and being pulled out distally as the guidewire is withdrawn with seemingly great resistance which leads to confirmed results. It was reported that the delivery system was flushed and a device compatible guidewire was used; there was no visible damage prior to use. Based on available information the investigation was closed with confirmed result results for failure to advance. Device-device incompatibility equally confirmed based on the video and break of the inner catheter considered a cascading event. A definitive root cause could not be determined based upon the available information. The product was not used on the patient but the intended indication represents an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline . Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port". The instructions for use further states: "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion", and "visually inspect the bard e luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." The packaging pictograms indicate a 0.035" guide wire. With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Device not returned.

Event description:
It was reported that during a stent placement procedure, guidewire allegedly unable to enter the tip of the flexible catheter. It was further reported that the device allegedly broken. The procedure was completed using another device. There was no reported patient injury.